Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the malfunction was unable to be confirmed, the definitive root cause of the alligator clip issues could not be determined. It is possible that the event occurred due to external stress being applied to the lock lever or that foreign material got caught between the connecting tube's connector and the reprocessing basin's connector. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device manufacturer date: the device was manufactured in august 2012 based on the three-digit lot number. The specific date could not be determined with that information. The suspect device was sent to an olympus service center for evaluation. The reported issue was not confirmed. Inspection and testing found all lock levers and clips were intact and functional. The pin inside the blue connector was also present. The connecting tube did not have moisture residue and appeared to be in normal condition. The scope side connector was also functional. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the oer-elite connector tubes have been ¿shooting off¿ of the oer-elite. The customer reported this would occur multiple times and each time, a new connector would have to be used. Initially, the customer had thought it was a pressure problem, however, after speaking with olympus technical support, it was determined to be caused by the alligator clips. The customer was provided replacements and the replacements are working properly. There were no reports of patient harm associated with this event.